Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4 MFR. Reference report#: 1627487-2019-05803, 1627487-2019-05805, 1627487-2019-05806. It was reported that the patient was not receiving adequate therapy following a fall. In turn, an impedance check was done and showed high impedance on multiple contacts. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 2 of 4 reference MFR report#: 1627487-2019-05803, 1627487-2019-05805, 1627487-2019-05806. It was reported that one of the patient's leads was explanted and replaced, and therapy was restored post-op. It is unknown which lead was replaced so all devices are being reported.

Event description:
Device 2 of 4 reference MFR report#: 1627487-2019-05803. 1627487-2019-05805. 1627487-2019-05806.